Event description:
(B)(6) advia centaur ahbs result was obtained by the customer on a (B)(6) survey sample and considered discordant when compared to a (B)(6) result. There was one failed survey result out of four challenges. The customer pulled the survey sample from the freezer after notification of the (B)(6) result and performed repeat testing on a new reagent lot that was being used. The repeat (B)(6) survey sample result was (B)(6). There was no known report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the initially (B)(6) advia centaur (B)(6) survey result is mostly likely attributed to reagent handling. The customer's quality control results were within acceptable ranges when the (B)(6) survey results were reported, however, the customer stated that the reagent pack was nearly empty and may have been compromised. The customer recycles reagent packs on a second advia centaur system after shelf life expiration, adjusting the reagent volume in order to extend the number of tests. The customer has agreed to discontinue extending the reagent shelf life beyond expiration dating. The instruction for use (IFU) under the onboard stability and calibration interval note section states the following: "discard reagent packs at the end of the onboard stability interval. Do not use reagents beyond the expiration date." The instrument is performing within specifications.